Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: which packaging was "leaking"? The box or the sterile packaging? Sterile packaing please provide more details about the "leaking". Was water or air leaking from the sterile packaging? Air leaking. The following information was requested but unavailable: can you identify the product code and lot number of the product that was used? Are there any tears/holes in the sterile packaging? Were there any patient consequences?

Event description:
It was reported that a patient underwent an appendectomy on (B)(6) 2023 and suture was used. Prior to use on the patient, when the doctor applied the suture before the surgery, the doctor found that the suture packaging was leaking air. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.